Manufacturer narrative:
[(B)(4)].

Event description:
Allegedly, original surgery - plasma z profemur mod neck, conserve cup and bfh metal head. Revised by (B)(6) in 2014 - at that time bfh cup and head and neck removed. A new cobalt chrome mod neck with bch ceramic head and titanium sleeve . A dupuy acetabular cup and poly liner was implanted at that time. Patient was revised due to unknown reasons.